Event description:
Information was received indicating that a smiths medical cadd solis vip pump was running slower than it should while using various sets. It was also reported that the pump indicated that the sets were running appropriately but, it was noted that the nurse had to reset the reservoir volume and run additional fluid even after the pump indicated that it is finished. No patient consequences were reported. No adverse effects were reported.